Event description:
It was reported that the device was used during a sigmoid resection. It was reported by the rep that the instrument was fired, the donut was inspected and some staples were in the donut. The case was completed by additing 1 stitch to anastomosis. There was no consequence to the pt.